Manufacturer narrative:
The remote service engineer(rse) advised the customer to replace the speaker and also check the sound settings. The customer confirmed the default settings of the unit were not correct. Customer adjusted the settings and the speaker is now working as expected. The reported problem was confirmed. The device is now working as expected.

Event description:
Customer reported the speaker is not working. The device was in use. There was no report of patient or user harm.